Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customers device and was unable to duplicate the reported issue. The customer later reported to physio that the patient was extremely hairy. The customer did not know if electrodes had good contract. The electrodes were replaced with new electrodes and they continued patient care. Physio reviewed the device download data and verified that connection with patient was not good, however the cause of this was not isolated to the device. No issues were observed with the device and after unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device kept telling them, "connect electrodes". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio determined that that root cause of the reported event was likely due to inappropriate patient preparation prior to device usage.

Event description:
The customer contacted physio-control to report that their device kept telling them, "connect electrodes". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.